Event description:
The ventilator did not meet a specification. The delta p was reading 51 cmh20 during the performance check. The specification for delta p is 56 to 75 cmh20. There was no pt involvement at all.